Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor was protruding out from the skin. They had said that they could see something black at the sight. The physician's technique was the issue as the tunnel was not long enough and was not sutured. The device was removed and will be replaced when the pocket is healed. No patient complications have been reported as a result of this event.